Event description:
During baxter's functionality testing of a spectrum pump, it displayed a false upstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the false upstream occlusion alarms, which were observed while running a loaded set. Evaluation found a failed upstream sensor. Further evaluation found low ultrasonic reading with a fluid filled set. Low ultrasonic reading make the device more sensitive and have been known to contribute to false upstream occlusion alarms. The upstream sensor was replaced.